Event description:
Viatorr clear covered introducer completely pushed into sheath and still prematurely deployed uncovered part of stent. No harm to patient.====================== manufacturer response for 10 x7 viatorr, gore 10 x 7 viatorr stent (per site reporter).====================== will replace this item.